Event description:
Pump reported alarm 20 while in operation, causing a recurring cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer was unable to successfully load a new cartridge and therefore could not resume insulin therapy. Technical support (cts) assisted the caller with loading a new cartridge, confirmed the shipping address, and instructed the customer to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged for shipment, and the customer was informed to use multiple daily injections (mdi) as a backup insulin therapy.